Event description:
Revision of all components (tibia, inlay, femur, except patella resurfacing) 4 years after the primary surgery implant due to instability.

Manufacturer narrative:
Batch review performed on 18 january 2022. Lot 147849: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director: knee revision surgery performed 4 years after cemented tka in a (B)(6) man. According to the report, the reason for revision is knee instability. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. This is not a problem due to any implant defect or malfunction. Additional implant involved: batch review performed on 18 january 2022. Gmk-primary 02.07.0510psf tibial insert ps fixed # 5/10mm (k090988), lot 170479: (B)(4) items manufactured and released on 17-may-2017. Expiration date: 2023-may-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-primary 02.07.1205l tibial tray fixed cemented # 5 l (k090988) lot 171947: (B)(4) items manufactured and released on 15-sep-2017. Expiration date: 2022-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.